Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed. A field service engineer inspected the cables and connections on all drawers and reseated all connections. To test the repair, pockets, drawers, and the hardware test application (hta) were tested for proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple cubies were failed. The customer stated that this malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.